Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), product type: catheter. Product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
It was reported during a scheduled pump replacement, there was a problem disconnecting the catheter from the pump so they had to add a catheter. When the healthcare professional (hcp) went to "pull off the catheter from the pump", part of the catheter which was inside, remained on the pump. A proximal segment was added to the legacy catheter. There were no patient symptoms reported and the patient was receiving therapy. The pump was used to deliver baclofen.